Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the 840 ventilator was inoperable while in use on a pt. The pt was not harmed or injured as a result of the event. Covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. Tse recommended replacing the breath delivery unit (bdu) printed circuit board (pcb). Covidien was not authorized to evaluate the device.